Manufacturer narrative:
The exposed portion of soft cannula was found to be bent. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Cracks were found on the top housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality.

Event description:
It was reported that the patient's blood glucose levels reached 342 mg/dl while wearing the pod for more than 48 hours on the abdomen.